Event description:
It was reported that a gamma 4 targeting jig is stuck to the nail and won't come off. Hospital had to remove nail from the patient and open new set and implant.

Manufacturer narrative:
Correction - please refer to b2, d9 - the device was not returned for investigation. The reported event could not be confirmed, since the affected device was not returned and other evidence were not shared for evaluation. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine to exact root cause of the issue. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a gamma 4 targeting jig is stuck to the nail and won't come off. Hospital had to remove nail from the patient and open new set and implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.